Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering evaluation.

Event description:
Prof. (B)(6) reported via our sales rep (B)(6) that rod broke. Further was reported that implantation was in (B)(6) 2008 and that during (B)(6) 2010, pt frequently practiced horse jumping which caused increased pressure on the rod. Rod broke in the area of l2 left.